Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept going into threshold suspend. The insulin pump alarmed threshold suspend about every 20 minutes. The sensor reading was inaccurate. Customer's blood glucose level was 85 mg/dl. The sensor was reading 55 mg/dl. The device was not returned.